Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was reset to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off and the insulin gauge was inaccurate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.